Event description:
It was reported the entire system was removed due to systemic infection. The entire system was removed and the patient was treated with meds. No further patient complications have been reported.

Event description:
It was reported the entire system was removed due to systemic infection. The entire system was removed and the patient was treated with meds. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: patient outcome field. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis revealed no anomalies. The distal portion of each of the following four leads was returned and analyzed. (B)(4): analysis revealed the outer insulation breached (clavicle-rib crush). There was blood/body fluid on all conductors (not obstructed) and in/on the helix mechanism. (B)(4): analysis revealed the outer insulation breached due to metal induced oxidation (mio). The distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the inner insulation has cosmetic mio, and the outer insulation had cosmetic mio and cosmetic environmental stress cracking (esc). (B)(4): analysis revealed no anomalies. There was blood/body fluid on all conductors (not obstructed), the outer insulation was melted and had cosmetic esc, and there was apparent explant damage. (B)(4): analysis revealed no anomalies. The defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay and in/on the helix mechanism, the inner and outer tubing was kinked/buckled, the outer tubing overlay had cosmetic esc, the outer insulation and outer tubing overly was breached cut, and there was apparent explant damage. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found.